Event description:
It was reported that the diagnostic monitor did not detect a fast ventricular tachycardia (fvt) episode. The markers looked like they should have met detection and the patient was symptomatic that day. It was also noted that the patient was having "seizure type activity" that day as well. A review of the episodes indicated that the device's fvt detection algorithm was rejecting the noisy episodes. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Report - data recording problem. Fvt detection algorithm rejecting noisy episodes.